Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not responding to sounds any more.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A decision regarding explantation surgery has not been made available yet.

Event description:
The user is not responding to sounds any more. The child was responding well and attending audio verbal therapy until this event. Imaging and re-implantation are being considered, but no date has been made available yet.